Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone, she woke up with high blood glucose and called the paramedics. She was then rushed to the emergency room and she noticed the cannula of the infusion set was half ways out. Customer stated the insulin pump didn't administer insulin for 24 hours which resulted in the high blood glucose. Customer's blood glucose was 577 mg/dl at the time she called the paramedics. Customer's symptoms were high blood glucose, dizzy, and couldn't walk. Customer was treated with two shots of insulin through an IV. Customer has been having issues with the infusion set sticking to her body. Customer is not returning the insulin pump for further analysis.